Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with steel cannula infusion sets, with fingerstick blood glucose reaching 445 mg/dl after an infusion set change and a missed metformin dose, and no device alerts other than high glucose; the user noted stress due to a family emergency, and a full supply change was performed without detected set issues. Symptoms included thirst. Outcomes included transient hyperglycemia without medical intervention or hospitalization, with glucose subsequently declining to 263 mg/dl. Investigation included user-guided troubleshooting, supply change, and glucose verification by fingerstick. Investigation of this case revealed no device alarms or infusion set defects and suggested contributory factors including stress and missed oral medication, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.